Manufacturer narrative:
Device is combination product.

Event description:
Reportable based in device analysis completed on 20-dec-2018. It was reported that this 2.50 x 20 synergy device was returned with no reported issue or malfunction. However, device analysis revealed the stent was damaged.